Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 6 unopened racepacks. Analysis and results: there are no previous complaints of the same code-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Remarks: as indicated in the premilene instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Suture vertical length in thread of closed samples received are 77.0 cm (93.9% length) and 76.2 cm (92.9% length), 76.1 cm (92.8% length), 73.7 cm (89.9% length) and 75.0 cm (91.5% length). These values are in the current range for this thread and size. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: netherland. It has been reported that the suture: 1) thread breaks easily, and 2) needle detaches easily from the thread.